Manufacturer narrative:
No bends or kinks were found with the axium prime pushwire. The implant coil was found not attached to the pushwire. Under the m icroscope, the coin was located against the lumen stop, with the shield coil present and with the detach element extending out. The implant coil was found to have broken from the pushwire at the coil shell. The broken implant coil was found extending out from within both ends of the introducer sheath. The implant coil was found damaged and stretched with the polypropylene filament broken. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed as the axium prime implant coil was found stretched. In addition, the implant coil was found broken from the pushwire; however, the customer did not report the detachment of the implant coil at the time of the event. Possible contributing factors to ¿coil stretch¿ include navigation through severely tortuous anatomy, resistance during delivery, and difficulty, or repeated repositioning. There was not any resistance during the delivery of the axium prime coil in the catheter, the vessel tortuosity was ¿normal¿, and the physician did not reposition the coil. It is likely the removal of the implant coil from within the micro catheter caused the implant coil to stretch subsequently detachment of the implant coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that,during procedure, the implant coil was found to be stretched when it was withdrawn from the microcatheter. The implant coil was replaced and the procedure was completed successfully. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured aneurysm measuring 4mm x 2mm located in the c4 segment of the left internal carotid artery (ica). The patient¿s vasculature was normal in tortuosity and the blood flow was normal. It was noted that the access vessel was the internal carotid artery with a size of 4mm. There was no friction during testing or delivery, the catheter was flushed as indicated per the IFU, and the coil was hydrated as indicated per the IFU. The physician did not attempt to reposition the coil. There are no images for review. Ancillary devices: synchro guidewire, echelon microcatheter, 6f long sheath.